Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was undersensing the patient's atrial fibrillation (af). A review of the daily measurements indicated n/a for sensitivity and n/r for impedance measurements and thresholds could not be measured since the atrial rate was so high. Additionally, p-waves were low but had been since implant. The caller was questioning possible dislodgement of this atrial lead. A boston scientific technical services consultant stated he could not conclude if the lead was dislodged, especially since the p-wave was already small at the implant. The consultant recommended programming the device to vvi, taking a chest x-ray and discussing this with the physician. The lead remained in service and no adverse patient effects were reported. Eight years later, this patient was brought in for an upgrade. Dislodgement of this atrial lead was confirmed. This lead was removed from service without further incident.